Event description:
Pt reported an alleged lap-band port leak. The pt reported that the issue was first noticed when "the band wouldn't tighten." Pt reported that an "egd (esophagogastroduodenoscopy)" was performed indicating the port leak. The port was explanted and replaced. Follow-findings from the health professional: during fill appointments, less fluid was found in the pt's band than was originally put in. At explant, there was noted to be a crack in the tubing, just distal to the port."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No additional info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."